Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Assembling the final implant during a total knee arthroplasty. Using the torque wrench to attach a 5 degree adapter to the femoral implants. During tightening the torque wrench broke tip broke and became stuck to the adapter. We were able to get it off by tapping the sides with a mallet. Delayed the case 3-5 minutes. Patient consequence? :no. Action taken for procedure:no piece left in patient. Assembly was done on back table. Delayed case 3-5 min. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
The device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary :the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.